Manufacturer narrative:
With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses the heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Anemia and gastrointestinal bleeding are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted.

Event description:
A report was received from the clinical study database that the patient's wife phoned the site on (b)(46) 2014 indicating that her husband was fatigued and short of breath upon exertion and was also noted to have dark black stools. Labs drawn on (B)(6) 2014 revealed a low hemoglobin and hematocrit. The patient was subsequently admitted on (B)(6) 2014 for blood transfusion. The patient was taking aspirin 325 mg oral daily and coumadin 2 mg oral daily at event onset. Coumadin was held at admission. Gastroenterology (gi) was consulted and iron studies were ordered, which showed a low iron saturation. The patient was started on intravenous (IV) protonix 40 mg twice daily. Ferric gluconate 125 mg IV daily x 3 days was initiated on (B)(6) 2014. Esophagogastroduodenoscopy (egd) showed normal mucosa of esophagus and stomach but a blood tinged duodenum with oozing noted in the proximal second portion of duodenum. Due to positioning difficulties, a heater probe was applied but unable reach all of the area, so a hemoclip was placed for location. The patient was then taken to interventional radiation for angioembolization of that area. The blood flow stopped immediately. Coumadin was resumed immediately following angioembolization. Protonix was changed to 40 mg oral twice daily on (B)(6) 2014. Octreotide 200 mcg subcutaneously was ordered to start that same day. Coumadin was resumed at 1 mg daily on (B)(6) 2014. Aspirin was discontinued completely. As hemoglobin continued to not respond appropriately to blood transfusion, gastroenterology (gi) elected to perform another egd on (B)(6) 2014. Blood was visualized in the antrum that was refluxing back from the duodenum. The previous hemoclip was still in place, but the patient still had some active bleeding that was located right at the c sweep. Because of its location, gi was unsuccessful at the attempt to clip that area. They went back in (B)(6) 2014 and found a dieulafoy lesion with streaming blood in the proximal portion of the second duodenum. There was effective coagulation of the area with a resultant deep ulcer bed, however, the bleeding continued. 2 resolution hemoclips were then placed with success of hemostasis. Coumadin was again restarted on (B)(6) 2014. The patient's hemoglobin remained stable and he was discharged home on (B)(6) 2014. The patient went home on oral coumadin at 1 mg daily but no aspirin. The event was considered resolved on (B)(6) 2014. The medical team believed the event was possibly related to the lvad system. No further information was provided.